Manufacturer narrative:
The stent was returned broken 2 inches from the loop end. The broken area is located at one of the perforations and has jagged edges indicating that the stent was stressed beyond its tensile capabilities. The stent had a significant amount of encrustation. The device history record was reviewed finding nothing that could cause or contribute to the reported event. In addition, the mfg process for this product code showed that this stent is received from a supplier who provides certification that the stent has been mfg, inspected, and accepted according to the specs provided by the MFR. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).

Event description:
It was reported that when the physician was removing the stent, he noticed that it was broken. The broken piece was retrieved without any add'l surgical procedures. No pt injury was reported.